Event description:
Customer reported a morphine over infusion event. Pt had returned from or and pca module was set up at 19:34 for pca morphine. At 20:00, the device alarmed that syringe was empty, 30mg of morphine was delivered in 30 minutes. Pt required narcan and was transferred to ICU. Pt returned to baseline following medical intervention. Internal investigation at the facility concluded the event was due to a programming error. The customer indicated they did not find any problem with the device itself.

Manufacturer narrative:
Pt's info requested, and all available info is included. No device or event logs will be returned for investigation.